Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1164, awareness date 04-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007. Consumer reported that less than a year after insertion she started to had a hemorrhaging period that lasted 4 months and only stopped after surgical procedure. She developed auto immune disorder and severe pelvic pain. She was taken to the emergency room at a major university hospital and was evaluated and treated. Less than a week later she had a hysterectomy to remove essure and the pain resolved immediately. She had 3 surgeries due to essure, including the hysterectomy. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced hemorrhaging period that lasted 4 months (seen as menorrhagia) which only stopped by a surgical procedure. She also had pelvic pain and developed auto immune disorder. These events are serious due to medical importance and required intervention. They are listed in the reference safety information for essure, except auto imune disorder which is unlisted. Pelvic pain and menses pattern changes are frequent in women with essure in place. Considering the suggestive temporal relationship and their nature, causality with essure use cannot be excluded. Regarding auto immune disorder, as essure acts locally in fallopian tubes, causal relationship with suspect device is very unlikely. Since interventions due to essure were required, this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 02-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced hemmoraging period that lasted 4 months (seen as menorragia) which only stopped by a surgical procedure. She also had pelvic pain and developed auto imune disorder. These events are serious due to medical importance and required intervention. They are listed in the reference safety information for essure, except auto imune disorder which is unlisted. Pelvic pain and menses pattern changes are frequent in women with essure in place. Considering the suggestive temporal relationship and their nature, causality with essure use cannot be excluded. Regarding auto immune disorder, as essure acts locally in fallopian tubes, causal relationship with suspect device is very unlikely. Since interventions due to essure were required, this case is regarded as incident. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively perused, since this case was identified during health authority website monitoring.